Event description:
This is an (B)(6) y/o female with a history of pmr, htn, hld, cad s/p pci, left arm dvt and positive lupus anticoagulant (on coumadin per pcp), ischemic cmpy with hfref, vt s/p st jude ICD implant with a riata lead and prior lead fracture that caused inappropriate ICD firing and most recent generator change (B)(6) 2018 as her generator had reached eri who on remote monitoring was noted to have oversensing of riata lead, therefore referred for venogram with lead revision.